Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that there was image loss during critical point in the procedure. Although there was patient involvement, there was no adverse consequence.

Manufacturer narrative:
(B)(4). Alleged failure: during the case the image to all screens was disrupted at a critical point in the procedure. The failure identified in the investigation is consistent with the complaint record. The probable root cause is attributed to a sk28-m capture card failure. The product was returned for investigation and the failure mode was confirmed and will be monitored for future reoccurrence.

Event description:
It was reported that there was image loss during critical point in the procedure. Although there was patient involvement, there was no adverse consequence.